Manufacturer narrative:
Age at time of event: 65-70 years old. Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that during the procedure vessel dissections occurred and the patient died the following day. A 6f guidezilla¿ ii guide extension catheter was selected for a left heart catheterization procedure/percutaneous coronary intervention. The patient's compromised state prior to the procedure (was intubated and had a low ejection fraction) was believed to have contributed to her heart issues. The physician had difficulty delivering a stent to the left anterior descending coronary artery and utilized this device to help deliver equipment. The target lesion was moderately to severely calcified and tortuous. Upon removal of this device, it was noted that there were large dissections throughout the patient's vessels. The physician denied feeling any resistance while using this device. It is believed the device did contribute to the dissection, but there was already existing calcium and tortuosity in the vessels. The patient coded on the table, but then became stable enough to leave the room. The patient died the following day. The physician does not attribute the use of this device as the cause of the patient death. The official cause of death was not reported.